Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A risk manager reported a patient with flap striae of the left eye one day following uneventful lasik treatment. A lift and stretch was performed and one day following no striae was noted. One week following treatment the flap is reported as clear and in position.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-04701.